Event description:
It was reported while using a bd vacutainer® flashback blood collection needle the non-patient cannula broke off from the hub of the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle the non-patient cannula broke off from the hub of the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-dec-2024. Investigation summary: bd received two photos and one sample for investigation. A broken male luer was observed in the photos and on the sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary "material #: 301746 lot/batch #: 4084085 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken cannula hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken cannula hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle the non-patient cannula broke off from the hub of the device. There was no report of adverse impact to patients or users.